Event description:
Additional information provided that lead abrasion was suspected but not confirmed.

Event description:
It was reported that sensing noise and inappropriate mode switch were observed on the right atrial (ra) lead. Noise could be reproduced with provocative testing. The ra lead was capped and replaced during an unrelated procedure to resolve the event. The patient was stable and there were no adverse consequences.